Event description:
It was reported that an asymptomatic patient present in clinic for follow-up. The patient's ICD exhibited back-up vvi. A device download was performed successfully. The patient remained stable before, during and after the reprogramming and will continue to be monitored.

Manufacturer narrative:
Correction to change the patient initials from (B)(6) to (B)(6).